Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient.

Event description:
The consumer reported that the patient was in a lot of pain and had the pain on and off since implant on (B)(6) 2015. The patient still had pain now because they did not feel the implant was working properly. The pain returned on (B)(6) 2016. The patient went to adjust the settings and the patient programmer was not working. The programmer turned on, but when the patient synced they got the splash screen. The patient tried brand new batteries from the store, but this did not resolve the issue. The patient was using ultra power cell super extra batteries in the programmer and it was reviewed that the recommended batteries for the programmer were regular alkaline batteries. The patient was in the process of getting a new health care provider (hcp) and had an appointment scheduled for (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.